Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located near a shunt in a mildly tortuous and severely calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed twice at 20 atmospheres for 30 seconds. However, during the second inflation, the balloon ruptured. The device was removed and a vertical tear was found in the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.